Manufacturer narrative:
The investigation for the reported vascular dissection and access site bleed has been completed. The device was not returned for investigation. According to the clinical notes, the failure of the closure device three times led to the dissection at the first stick site. Additionally, after removal of the impella from the second site where support was ultimately initiated, the site had bleeding that was resolved using manual pressure, a covered stent, and balloon tamponade the cause of the vascular damage and access site bleeding issue was most likely perclose device use-related, based on given clinical information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. After the device was implanted, the perclose failed three times with angioseal closer on the right femoral artery. This created dissection and required a covered stent. This was not at the impella access site, but at the first stick site that was too high. The impella was removed to facilitate the stent and hemostasis. The impella was replaced in left femoral artery (lfa) and case continued with successful stenting of the ramus coronary artery. The impella was removed and attempted closure of the lfa with manata closure also failed twice. Manual pressure was applied and access was gained in right renal artery (rra) for angiogram and possible balloon tamponade. Hemostasis was achieved with just manual pressure. There was no issue related to the impella device.